Event description:
It was reported that the system was malfunctioning and the ins was explanted. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot# j0454278v, implanted: (B)(6) 2004, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot# j0454278v, implanted: (B)(6) 2004, product type lead. (B)(4). Analysis of the ins model 7427 serial (B)(4) found no significant anomaly. The ins battery was not in new condition. Analysis of the extension model 748925 serial (B)(4) found no anomaly. Analysis of the extension model 748925 serial (B)(4) found no significant anomaly. One of the four filars was broken on the #4 circuit from overstress / damage. Continuity was acceptable. Analysis of the lead model 3998 lot j0454278v found the #4 conductor was broken at the weld site on connector #4 and there was intermittent stimulation.